Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 40 mg/dl. The customer reported waking up with the now blood glucose and the insulin pump screen had an open circle. The customer treated the low blood glucose level by eating breakfast and not taking insulin. The customer was advised to discontinue use of the insulin pump and revert to the backup plan per the healthcare provider. The insulin pump will not be returned for analysis.